Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that a ar-6480 dw pump is experiencing a problem with the suction. This occurred during an unknown case, with no patient effect reported. No additional information was provided.